Event description:
Case (B)(4); reported on 9/27/2023 by contact (B)(6) hospital. Case description: does not charge on known working cc500; when av500 is placed in cc500 the led turns on, but lcd stays off. Av500 left to charge overnight and did not gain battery life. Biomed said he noticed a burned plastic smell; unit is not hot to touch, and no one was harmed. Case (B)(4); reported on 10/16/2023 by contact (B)(6) hospital. Case description: has burned charging pins, smells like burned plastic, no one was harmed. Biomed tossed cradles [note the plural] away those were also damaged and melted also tossed power supplies. Root cause of the problem (if known): unknown at this time. A CAPA, 23-000040 was opened in the accuvein quality management system on 2023.11.02. It is expected the probable cause and proximal cause is human performance error, as the accuvein-provided power supplies (ps310, ps410, and ps510) cannot, by design, serve as the root cause of these malfunctions. Note: the complainant never mentioned the model numbers of the power supplies (which should have been ps510), yet they were cognizant enough to list the model numbers of the charging cradles; i.e., cc500. Factors that may contribute to product risk (i.e. Device design, manufacturing problems or user error): human performance error; accuvein suspects the probable cause is the use of unapproved external power supplies, the result is an incorrect voltage was supplied to the cc500 charging cradle. Reference report: mw5148283.